Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A pocket revision was performed because the device was too exposed under the skin. There were no signs of an infection, open wound, or skin breakdown. The pocket was likely made too small during initial implant. The device was placed sub muscular with no adverse consequences to the patient.